Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The pt's parents requested a replacement infusion device in 2009. The pt was in the hospital and no further information was available at the time of the initial report. Upon follow up the following month, it was reported that the pt was hospitalized with diabetic ketoacidosis and blood glucose of 500 mg/dl. He was treated with an insulin IV. Prior to hospitalization, the pt changed the infusion site, tubing, and insulin cartridge but his blood glucose remained elevated. The pt believes the infusion device may not be delivering insulin correctly. No further information is available. The infusion device was replaced and requested to be returned for eval.